Event description:
Additional information was received from a consumer. The pump moved above the patient's waist and "it's trying to get out of my body." The patient passed out from that pain.

Manufacturer narrative:
Correction: checked serious injury .

Event description:
Since 2012, the pump had been moving around the patient¿s waistline and the patient was having pain at the implant site; she would be standing and then it would hurt where the pump was. The device system was used to deliver dilaudid. The interventions and outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. (B)(4).